Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and low impedances. The lead was capped and replaced during routine device change out. Insulation anomaly was noted on the lead.